Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 20 mg/ml of morph ine at 2.5 mg/day via an implantable pump by non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump was flipping in their pocket. A surgical pocket revision was completed to secure the pump. The patient was receiving therapy and did not experience any withdrawal symptoms. No symptoms were reported other than the patient was aware that the pump flipped. No environmental/external/patient factors that may have led or contributed to the issue were reported. The issue was resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.